Event description:
It was reported that the despite the normothermia program being configured with a target temperature of 36°c, the arctic sun device ceased maintaining the set temperature during the night. Additionally, the unit experienced a water loss. At the moment the temperature was stable. The device was currently in operation on a patient. Per review of wo on 15dec2025, no patient impact reported, no patient identifier available. Per follow up information received via mail on 15dec2025, there would be a field service to evaluate and repair the machine onsite. At the moment the therapy would be carried on with the original device.

Manufacturer narrative:
This event was a confirmed overfill, not attributed device malfunction. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause of the reported issue is an overfilled reservoir. The device was evaluated upon receipt. Unit overfilled by user so the unit could not heat properly. When they emptied the pads, water leaked out of the overflow port and out from underneath. Unit drained and refilled to proper amount. Device passed applicable testing. Afmea (B)(4), revision 15 was reviewed for this investigation. The reported event is addressed in step # a026. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The instructions-for-use under (B)(4) rev 1 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per (B)(4) rev 9: "fill reservoir 1) fill the reservoir with sterile or distilled water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun® temperature management system cleaning solution to the sterile or distilled water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen." And "to replenish the internal cleaning solution: 1) drain the reservoir. ¿ turn control module power off. ¿ attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. ¿ from the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. ¿ the fill reservoir screen will appear. Follow the directions on the screen. ¿ add one vial of arctic sun® temperature management system cleaning solution to the first bottle of distilled or sterile water. ¿ the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile or distilled water until the filling process stops. ¿ when the fill reservoir process is complete, the screen will close." The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Correction: d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's phone number: (B)(4). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the despite the normothermia program being configured with a target temperature of 36°c, the arctic sun device ceased maintaining the set temperature during the night. Additionally, the unit experienced a water loss. At the moment the temperature was stable. The device was currently in operation on a patient. Per review of wo on 15dec2025, no patient impact reported, no patient identifier available.